Manufacturer narrative:
(B)(4). The device was discarded by the patient; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused at a faster rate than expected. The reporter stated that the device was filled with fluorouracil (concentration between 3.5 ¿ 5.5 g/230 ml) and 100 ml of sodium chloride for a total fill volume of 230 ml. This solution was compounded (not by baxter). The device was then connected to the patient and was expected to fully deliver its contents in 46 hours; however, the device finished the infusion in 33 hours. There was no patient injury or medical intervention reported to be in association with this event. No additional information is available.